Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose and high ketones on (B)(6) 2019 with blood glucose of 284 mg/dl. The customer's other's blood glucose is 508 mg/dl, 356 mg/dl, 379 mg/dl, 389 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by insulin pens. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege was under delivering. Customer was assisted with high pressure test and it was passed. Customer states that insulin exited. Customer states that auto mode was not active. The insulin pump will not be returned for analysis.